Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) was provided laboratory results which confirmed the contamination with mycobacterium gordonae. Through follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operation theater approximately 1 to 1.5 meters away from the patient field. The customer reported that the cleaning protocol recommended by livanova has been applied since the devices were put into service. However, it was reported that water controls were not conducted every month due to cost. In october 2017, a new water test was performed on the device and the lab test revealed that the contamination is no longer present. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium gordonae. There is no known patient involvement.